Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer that the evis lucera elite colonovideoscope had an air/water flow problem. There were no reports of patient harm or impact associated with this event. During inspection of the returned device, the device was found to have foreign material in the air/water nozzle. This foreign material allowed for the air/water nozzle to be partially clogged. This can be attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction (foreign material) found during evaluation.

Manufacturer narrative:
The device was returned to olympus medical for evaluation and the reported event was confirmed. During inspection, the device was found to have foreign material in the air/water nozzle. This foreign material allowed for the air/water nozzle to be partially clogged. In addition, the device's upward knob did not meet with specifications due to a worn angle wire; the bending section cover was chipped; the objective lens was scratched; the plastic distal end cover was dented; and the connector tube was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.